Manufacturer narrative:
(B)(4). The device was manufactured in 1997. The device was returned and evaluated. A device history record and service history review revealed no failures/problems that were the same as, or similar to, the reported problem and there was no indication that the parts replaced during servicing caused or contributed to the reported problem. A review of the event history logs revealed no system errors, anomalies or hardware device failures that could have caused or contributed to the reported problem. A device evaluation was performed which revealed no failure or malfunction that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for an unknown reason. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4).